Manufacturer narrative:
A ge service rep performed an over the phone investigation. The service rep ordered and sent a new key to the biomed department at the customer facility to replace the one broken in lock. No further service info is available.

Event description:
The customer reported that the power up key was broken off in the lock of the amp, in the off position. The customer was requesting a new key. No pt injury was reported.